Event description:
Not sure where else to post this info. Please see the following website, (B)(6), which sells cosmetic contact lenses -including those with a prescription- without checking prescription with an optometrist or ophthalmologist. Again, sorry if this isn't the correct forum for this.